Manufacturer narrative:
(B)(4). The report number was not provided. The customer indicated the device was discarded. This device was identified as part of customer notification dated november 24, 2009. (B)(4).

Event description:
User facility voluntary medwatch received that stated: "incidents of retrograde flow (backflow) of fluid past the backcheck valve of symbiq IV pump set cat number 16090-28. Fluids were being delivered via secondary delivery e.g. Piggyback administration. Fluid from the secondary bag went past the back check valve and into the primary bag. The backflow was identified due to the fluid tint in the primary bag caused by infiltration from the secondary bag." Upon further query the following info was provided that indicated backflow of fluid from the secondary solution container into the primary tubing set. The pt was admitted to the intensive care unit (ICU) on (B)(6) 2010. It was reported that prior to the pt begin admitted to the ICU, the pt took an unspecified dose of valproic acid by mouth. On the date of admission, the valproic acid blood concentration level was reported to be 118 mcg/ml (therapeutic levels range from 52-100 mcg/ml) and the oral dose of the valproic acid was held in an effort to decrease the blood concentration level to a therapeutic range. On an unspecified date, the pt began to experience seizure activity. On (B)(6) 2010, the valproic acid blood concentration level was measured and reported to be less than 10mcg/ml. The pt was begun on IV valproic acid. An unspecified secondary tubing set was connected to the primary tubing set for intermittent piggyback delivery of valproic acid, 500 mg IV, every 6 hours. The primary tubing set was being used to deliver an unspecified medication via a symbiq pump. The primary solution container was lowered below the secondary solution container. After three days of valproic acid being delivered the pt's blood concentration level did not rise to a therapeutic level. On (B)(6) 2010, the primary tubing set was replaced according to the hospital's policy. It was reported that after the tubing set was replaced, the pt's seizure activity began to decrease and the blood concentration level of valproic acid began to increase toward a therapeutic level. The customer contact reported that the secondary solution flowed into the primary solution container and diluted the concentration of the valproic acid. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were provided. It was reported that on an unspecified date, the pt was transferred to another medical facility that was "better suited" at managing the neurological conditions of the pt. Though requested, no additional info was provided.